Manufacturer narrative:
Age at event = average age in study; sex = greater number of gender in study; date of event = estimate based on start date of patient procedures listed in the article. Journal details: endovascular treatment of atherosclerotic popliteal artery disease based on dynamic angiography findings cui, et al journal of vascular surgery vol 65(1), january 2017 copyright @ 2016 by the society for vascular surgery. Published by elsevier inc. Http://dx.doi.org/10.1016/j.jvs.2016.05.087.

Event description:
This study comprised a retrospective review of a prospectively maintained database of (B)(6) hospital from june 2011 to june 2014. 43 consecutive patients with pad and pa obstructive lesions who had undergone endovascular treatment were identified. Adverse events seen intraoperatively and postoperatively included vessel perforation, embolism, pseudo-aneurysm, occlusion, restenosis and stent fractures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.